Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pully mechanism broke with in the jaws of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had a broken wire, the port incision was not increased in order to remove the instrument and cannula. The wrist was straightened upon the final removal of the instrument. Nothing fell into the patient's body. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.